Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number was unknown; therefore a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The patient experienced an unrelated medical event at home and later died, the same day, due to an unknown cause. It was not reported if the patient was hospitalized prior to death. It was not reported whether apd therapy was ongoing until the time of death or if the patient was connected to the homechoice at the time of death. It was not reported if an autopsy was performed. Additional information was not available at this time.